Event description:
May complaint concerns an easily purchased consumer product, clear care no rub soft contact lens solution manufactured by ciba vision. I soaked my contact lenses in this solution last week assuming this solution was equivalent to any variety of other contact solutions I have used. It is not. In fact, it contains hydrogen peroxide which is toxic to the eye. Let me be clear that I did not directly put the solution into my eye, but soaked my contacts in the solution and the adverse reaction occurred when I put my contact lens in the next morning. It caused chemical burns on the surface of my left eye that required a visit to the optometrist. My eye was bloodshot and severely irritated for four days. One week later, I still cannot comfortably wear my contact lenses as my eye is still recovering. The warnings on this product are neither clear enough nor prominent enough. I did not read the directions which tell customers to use their special lens case. However, as this product is sold alongside all other contact solutions and I have used contacts for many years, I did not think it necessary to read the directions of a product I assumed was safe. While I should have read the directions, I am not sure I would have understood the dangers of this product even if I had. Nowhere does this product indicate the severity of the damage that occurs if it gets into your eye. Indeed, I find it deeply disturbing that an eye solution that indicates it is "clinically proven #1 in comfort" in fact, causes chemical burns to the eye. What is most shocking to me is the response of my eye doctor. He indicated to me that he was seen plenty of other pts who made the same mistake I did and suffered the same adverse reaction. This suggests to me that this product, in fact, poses a danger to the average consumer of contact lens products. I would suggest that clear care should either dramatically change its deceptively benign labeling or it should be available only by prescription for those pts who need it. Dose or amount: enough to fill a contact case. Frequency: one night. Route: ophthalmic. Dates of use: 2008. Diagnosis or reason for use: to cleanse contact lenses. Event abated after use stopped or dose reduced: yes.